Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Evaluation, method - work order search. Results - a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(3).

Manufacturer narrative:
Based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. As reported on the medical review, as the shorter lens resolved the issue, a procedure related factor (pre-op calculation error) most likely caused the excessive vaulting. (B)(4).

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated the lens had a high vault, with a shallow anterior chamber and there was a risk of angle closure. The icl was explanted on (B)(6) 2014 and was exchanged for a shorter lens. The patient is doing well, with good vision, normal vault, open angles and normal intraocular pressure. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (13.2mm) was explanted/exchanged for another icl (12.6 mm) of a same diopter, one week postoperatively, to address excessive vaulting and subsequent risk of angle closure. According to the customer questionnaire, dated on 09/16/2014, the exact cause of the event was unknown. Given the information that anterior chamber was shallow it is very likely that patient related factor have contributed to the event. There was no loss of bcva (20/20) before and after lens exchange and patient was doing well. It should be noted that literature reports that excessive icl vault is usually due to an overestimation of icl size. Given the information that implantation of a shorter lens resolved the issue it is very likely that procedure related factor (miscalculation) have caused the problem. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the event was procedure related factor (miscalculation). (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) /2014. The reporter stated the surgeon noted the lens had an excessive vault and was planning on explanting the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.